Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a dispensed needle with an apparent detachment. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. The patient was admitted to the hospital due to "acute cesarean section delivery". On the 11th day after surgery, the patient entered the operating room for surgery. At the end of the surgery, suture work was carried out. When the suture was halfway through, the problem of pulling off suture needle happened, and the doctor immediately replaced it with a new suture of the same specification and batch number. The surgical suture work was successfully completed. Afterwards, it was learned from the surgeon that although there was a needle holder, there were objective situations of unstable needle holding or excessive force, especially when the fine needle was prone to bouncing off, causing the needle to fall into the patient's body or the risk of needle puncture and infection. There were no patient consequences reported. Additional information was requested.